Manufacturer narrative:
The reported events of loss of capture and r-wave amplitude variation were not confirmed. The reported event of helix mechanism issue was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post implantation follow up. Device interrogation revealed r-wave amplitude variation and loss of capture on the right ventricular (rv) lead. An x-ray was performed and confirmed no dislodgement. The physician elected to explant and replace the rv lead. The patient condition was stable.